Event description:
It was reported that the device is heating up during a case. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, overheating, was confirmed. During the inspection upon disassembly the engineering technician found widespread corrosion affecting the motor. The rear motor bearing was verified to be blackened. Broken down lube was also found, which may have contributed to the event, as well. The engineering tech determined the presence of these failure modes could cause or contribute to the reported event of overheating. Device was repaired and returned to the customer after passing the final inspection.

Event description:
It was reported that the device is heating up during a case. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.